Manufacturer narrative:
(B)(4)

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department via ems with complaints of shortness of breath. The patient¿s wife stated that he had increasing shortness of breath over the past several days. His oxygen saturation at home was in the 80¿s and his systolic blood pressure was in the 90¿s. He denied any chest pain and had no cough. He had had some nausea previously and felt flushed. The patient was noted to have a hypertherapeutic inr and hypomagnesemia. The vitamin k was given for the increased inr and hypermagnesemia was treated. The patient was also noted to be hypoxic with oxygen saturations dropping to the 70 and 80¿s. He was also noted to be tachypneic. His troponin was elevated and he was found to have a non-st elevated myocardial infarction. The patient developed increased shortness of breath, weakness and chest pain and was taken for a cardiac catheterization where he was noted to have significant blockages. It was decided the patient was a candidate for balloon pump assisted intervention and possible surgical correction and plans for transfer to another hospital for this further cardiac intervention. He was admitted to the ICU after the catheterization on a integrillin drip. He was noted to have acute on chronic congestive heart failure with an ejection fraction of 40-45%. That evening the patient got up to urinate and suddenly became unresponsive. He was found to have dilated pupils that were sluggishly reactive to light bilaterally, his blood pressure was decreased from 70 to 50¿s systolic and he was in a paced cardiac rhythm. His blood glucose was 126. Initially his pulse was palpable but thread and then his pulse and respirations ceased. The patient had expressed his wishes for a do not resuscitate and therefore he was pronounced dead.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event.

Event description:
A peritoneal dialysis nurse reported a peritoneal dialysis (pd) patient was admitted to hospital for low blood pressure, possibly due to dehydration. During admission the patient stood, became hypotensive and experienced a cardiac arrest. The patient had orders for do not resuscitate and subsequently expired. The nurse reported the patient should have been undergoing treatment at the time of the incident but could not confirm as she was not present at the time of the incident.

Manufacturer narrative:
The complaint device is unavailable for failure analysis investigation and the serial number is unknown. All device history records are reviewed and released according to release procedure, a device is not released if it does not meet requirements or is nonconforming. The system level review of the liberty cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event. Clinical review of the medical records was done and there was no documentation supporting a possible association between the fresenius dialysis products, the events of myocardial infarction, cardiopulmonary arrest, and the outcome of death. However, there is a certain association between the patient¿s co-morbid diseases of atrial fibrillation, sick sinus syndrome, moderate-to-severe aortic stenosis, pulmonary hypertension, chronic essential hypertension, coronary artery disease, the event, and the outcome.